Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital (B)(6) reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the right main bronchus during a bronchoscopic dilation procedure for malignant stenosis performed on (B)(6) 2026. During the procedure, while dilating, the balloon burst suddenly. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another device of a different model. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.